Manufacturer narrative:
Serial#: updated concomitant medical products: updated. Other relevant devices are: enlw1616c120ee ; s/n: (B)(4); use by date: 2013-11-27; upn#: (B)(4); enlw1624c95ee; s/n: (B)(4); use by date: 2010-05-27; upn#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: endurant ii iliac stent graft, catalog number: unknown , serial number: unknown, use by date: unknown and upn# unknown; endurant ii iliac stent graft, catalog number: unknown, serial number: unknown, use by date: unknown and upn# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on (B)(6) 2012. Approximately 1 year 8 months post implant, 6 endo anchors were implanted as treatment for neck dilatation. Aneurysm measurements were reported as follows: max aaa diameter 84mm, neck length 5mm, aortic diameter at 1mm below the lowest renal 20mm. It was reported that the patient presented emergently, approximately 6 years 11 months post implant, with hypotension and abdominal pain. The patient was diagnosed with a ruptured aneurysm and a CT scan showed a migration of the bifurcate and a total thrombosis of the right iliac axis. The patient was hemodynamically stable and underwent an aorto-uni-iliac and femoro-femoral bypass as treatment one week later. The event was assessed as related to the endurant endograft by the investigator. The event was resolved and the patient recovered with treatment.